Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt of the breathing circuit and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a rt202 adult breathing circuit was open circuit. No pt consequence was reported.